Event description:
It is reported that there was a lead warning on a (B)(4) report and that there was an increase in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.